Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Later, healthcare professional reported "no complaint against the device". This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed during the explant surgery. This record is for the left side. The device was explanted.